Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with redness, inflammation, and drainage, underneath sensor pod area. The reaction was treated with a prescription with an oral antibiotic, penicillin tablets 4 times a day for 1 week. At the time of the report, the patient was in stable condition. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).